Manufacturer narrative:
(B)(6). Additional product code: hwc. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a right tibial plateau injury in (B)(6) 2015. On (B)(6) 2015, the physician performed an open reduction internal fixation of the right tibia in order to fix the medial tibial plateau. He fixed it with a 3.5 mm small fragment t plate, five (5) screws and norian. The patient appeared to be progressing well and recovering. In (B)(6), it was noted on follow up that one of the cortex screws was broken and the presence of a possible synovial cyst forming over the surgical site. The cyst continued to form and grow, at the fracture site, it was found that the remaining medial bone was necrotic and malunion. Patient underwent a revision of the open reduction internal fixation and cyst removal on (B)(6) 2015. Patient is scheduled for total knee arthroplasty next week. This is report 1 of 1 for (B)(4).